Manufacturer narrative:
(B)(4). Results pending completion of device evaluation.

Event description:
It was reported that the patient experienced inadequate pain relief. The catheter was subsequently explanted and replaced.

Manufacturer narrative:
(B)(4). An analysis of the catheter determined the likely cause of the occlusion is crystallized cerebrospinal fluid (csf).